Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, loss of capture and high within range pacing impedance measurements. It was decided to explant and replace this lead. No further adverse patient effects were reported.

Manufacturer narrative:
Information was corrected from the following fields: b5: describe event or problem field.

Event description:
It was reported that this right ventricular lead exhibited high pacing thresholds, loss of capture and high within range pacing impedance measurements. It was decided to surgically abandon and replace this lead due to therapy upgrade. No further adverse patient effects were reported.